Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, the remaining battery longevity displayed by the merlin programmer was much lower than expected. Technical support confirmed that the battery depletion of the device was normal, and the displayed longevity from the previous follow-up was most likely overestimated by the programmer. No intervention has been taken at this time and the patient was stable and will continue to be monitored.